Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9: 19-sep-2024. H3: one pump was returned for repair in used condition. The customer reported issue was confirmed during functional testing. The downstream occlusion (dso) sensor was found to be defective. The dso sensor was replaced to address thi sissue. The device then passed all testing.